Event description:
A halo had to be removed from a patient after twelve days. According to the complainant, the patient was placed in the halo due to a fractured 2nd vertebrae. During the twelve days, the front screws came loose from the skull three separate times. These front screws were then removed, leaving only the side screws. A few days later, the halo was removed. The complainant believes that the event was caused by improper application of the device. The part and lot numbers were unknown and the product will not be returned. There were no other adverse consequences to the patient. Since the product and lot information was not known and the product will not be returned, no further evaluation can be performed.